Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted (B)(6) 2011: dtba1d1 ICD, implanted (B)(6) 2016. 620rg25 heart ring, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on episode electrograms (egm). Low p waves were noted. The ra lead remains in use. No patient complications have been reported as a result of this event.